Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the home patient (hp) was connected during priming. The cg stated that the alarm was caused by the patient. The cg stated that the patient connected during prime, and then forgot to press go to start therapy for while. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated the lines appeared to be normal and that they were still connected to the machine. The technical service representative (tsr) explained the alarm and assisted with troubleshooting. The hp would start over with new supplies. Baxter product surveillance contacted the care giver (cg) on (B)(6) 2012 regarding reported problem. They stated that for that night they just ended therapy because they were too tired to redo the setup. The cg stated that the alarm was caused by the patient. The cg stated that the patient connected during prime, and then forgot to press go to start therapy for awhile. The cg stated when they actually started their initial drain, the alarm went off. The cg stated the patient just was rushing into therapy. The cg stated they called the nurse in the morning to find out if everything will be okay, and what steps to take after that. The cg stated that they just continued as normal on the machine. The cg stated that therapy overall is going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.